Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during the procedure the health care provider (hcp) tried for over 2 hours but was unable to place the lead properly. The lead was opened but not used and the hcp wanted a different lead. X-ray was used and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.